Manufacturer narrative:
Based on the information provided, no conclusions can be made. This is a patient with a complicated medical/surgical history. Contact alleges the hematomas and autoimmune issues are ¿stemming from the mesh,¿ the information provided cannot confirm this allegation. Hematoma formation is a known inherent risk of surgery. The adverse reaction section of the instructions-for-use, supplied with the device identifies hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in june 2019. Addendum 1: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Addendum 2: note the patient submitted maude report mw5116881 to FDA, a copy is attached. Addendum 3: this supplemental MDR is submitted to document the additional information provided which reported the flat mesh (device #2) had been explanted. The flat mesh (device #1) was encountered during the procedure, however, was left in place at this time. There is no change to the initial determination, no conclusions can be made. Addendum 4: this supplemental MDR is submitted to document additional information provided. The explanted mesh (device #1) was discarded and not retuned for evaluation. The patient reports ongoing medical conditions following the explant procedure. As alleged the patient was recently diagnosed with what ¿appears to be a form of lymphoma or blood cancer.¿ there is no indication per the information provided to indicate the mesh used to treat the patient, caused of contributed to this alleged recent diagnosis. This continues to be the only reported complaint for the reported lot number. This supplemental MDR represents flat mesh (device #1). An additional supplemental MDR was submitted to represent the flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was implanted with flat mesh (device #1) to repair an abdominal hernia on (B)(6) 2020. As reported, a few hours after the surgery the patient developed a massive abdominal hernia and hematoma which required a second surgery and was admitted in ICU for 3 days. It was reported that numerous diagnostic tests were performed since then. As reported, about 3 months later, the patient was implanted with flat mesh (device #2) on (B)(6) 2020 to repair a secondary "hole" in the abdomen "caused by the first round of mesh." As reported, the patient developed another "massive" abdominal hematoma, which required additional surgery in 3 months. As reported, the patient had developed an auto-immune issue and is disabled. Contact reports that the hematomas and the current autoimmune issues are believed to be stemming from the mesh. As reported the doctors are planning to have the mesh removed. Addendum per medical records: (B)(6) 2020 - patient was diagnosed with incisional hernia and underwent primary robotic extended totally extraperitoneal (etep) incisional hernia repair with implant of bard flat mesh (device #1). Later, patient had post op complication of hematoma requiring blood and platelet transfusion. (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #2) and discharged on (B)(6) 2020. The following day patient was hospitalized due to dehiscence of the anterior rectus fascia from previous incisional hernia repair. (B)(6) 2020 - during post op visit patient was diagnosed with rectus sheath hematoma, pain, increased abdominal distention and bleeding from her midline abdominal incision. About 2 days later, wound vac was removed from the overlying staples. (B)(6)2020 - patient had increasing pain in the midline following a visit for recurrent hematoma evacuation and ¿feels the mesh under the skin¿. (B)(6) 2023 - patient had abdominal pain, warmth with fever, rash and swelling in the hands for manifestation of autoimmune reaction. Patient had been scheduled for mesh removal procedure on (B)(6) 2023. Addendum per additional information provided: (B)(6) 2023 - patient was diagnosed with seroma capsule formed between the mesh in the retrorectus thereby underwent mesh removal surgery (device #2). Per operative notes, ¿thick fibrous capsule was encountered with clear serous fluid surrounding the mesh. The mesh appeared to be poorly incorporated with retrorectus above it, however well adherent to the posterior rectus sheath beneath it. The caudal edge of the mesh was grasped, elevated and approximately 99.8% of the mesh removed (device #2). The incision was extended, and the mesh (device #1) was encountered, and inspection of this mesh was significantly different demonstrating good corporation between all layers.¿ (note: as reported, it was planned to remove bard flat mesh (device #1) on (B)(6) 2023). Addendum per additional information provided: the mesh (device #1) was explanted on (B)(6) 2023. It was reported that patient continues to have medical issues and has ¿to begin treatment for what appears to be a form of lymphoma or blood cancer.¿

Manufacturer narrative:
Based on the information provided, no conclusions can be made. This is a patient with a complicated medical/surgical history. Contact alleges the hematomas and autoimmune issues are ¿stemming from the mesh,¿ the information provided cannot confirm this allegation. Hematoma formation is a known inherent risk of surgery. The adverse reaction section of the instructions-for-use, supplied with the device identifies hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 207 units released for distribution in june 2019. Addendum: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Addendum: h11: this supplemental MDR is submitted to reattach the correct device manufacturer attachment. Note the patient submitted maude report mw5116881 to FDA, a copy is attached. Updated fields: b4, g3, g6, h2, h10, h11 corrected field: h10 (device manufacturer attachment) this supplemental MDR represents flat mesh (device #1). An additional supplemental MDR was submitted to represent the flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, the patient was implanted with flat mesh (device #1) to repair an abdominal hernia on (B)(6) 2020. As reported, a few hours after the surgery the patient developed a massive abdominal hernia and hematoma which required a second surgery and was admitted in ICU for 3 days. It was reported that numerous diagnostic tests were performed since then. As reported, about 3 months later, the patient was implanted with flat mesh (device #2) on (B)(6) 2020 to repair a secondary "hole" in the abdomen "caused by the first round of mesh." As reported, the patient developed another "massive" abdominal hematoma, which required additional surgery in 3 months. As reported, the patient had developed an auto-immune issue and is disabled. Contact reports that the hematomas and the current autoimmune issues are believed to be stemming from the mesh. As reported the doctors are planning to have the mesh removed. Addendum per medical records: (B)(6) 2020 - patient was diagnosed with incisional hernia and underwent primary robotic extended totally extraperitoneal (etep) incisional hernia repair with implant of bard flat mesh (device #1). Later, patient had post op complication of hematoma requiring blood and platelet transfusion. (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #2) and discharged on (B)(6) 2020. The following day patient was hospitalized due to dehiscence of the anterior rectus fascia from previous incisional hernia repair. (B)(6) 2020 - during post op visit patient was diagnosed with rectus sheath hematoma, pain, increased abdominal distention and bleeding from her midline abdominal incision. About 2 days later, wound vac was removed from the overlying staples. (B)(6) 2020 - patient had increasing pain in the midline following a visit for recurrent hematoma evacuation and ¿feels the mesh under the skin¿. 26-may-2023 - patient had abdominal pain, warmth with fever, rash and swelling in the hands for manifestation of autoimmune reaction. Patient had been scheduled for mesh removal procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. This is a patient with a complicated medical/surgical history. Contact alleges the hematomas and autoimmune issues are ¿stemming from the mesh,¿ the information provided cannot confirm this allegation. Hematoma formation is a known inherent risk of surgery. The adverse reaction section of the instructions-for-use, supplied with the device identifies hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2019. Note, the date of event is considered to be a best estimate as ((B)(6) 2020) based on the information available. This MDR represents the bard flat mesh (device #2). An additional MDR was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, the patient was implanted with flat mesh (device #1) to repair an abdominal hernia on (B)(6) 2020. As reported, a few hours after the surgery the patient developed a massive abdominal hernia and hematoma which required a second surgery and was admitted in ICU for 3 days. It was reported that numerous diagnostic tests were performed since then. As reported, about 3 months later, the patient was implanted with flat mesh (device #2) on (B)(6) 2020 to repair a secondary "hole" in the abdomen "caused by the first round of mesh." As reported, the patient developed another "massive" abdominal hematoma, which required additional surgery in 3 months. As reported, the patient had developed an auto-immune issue and is disabled. Contact reports that the hematomas and the current autoimmune issues are believed to be stemming from the mesh. As reported the doctors are planning to have the mesh removed.

Event description:
As reported, the patient was implanted with flat mesh (device #1) to repair an abdominal hernia on (B)(6) 2020. As reported, a few hours after the surgery the patient developed a massive abdominal hernia and hematoma which required a second surgery and was admitted in ICU for 3 days. It was reported that numerous diagnostic tests were performed since then. As reported, about 3 months later, the patient was implanted with flat mesh (device #2) on (B)(6) 2020 to repair a secondary "hole" in the abdomen "caused by the first round of mesh." As reported, the patient developed another "massive" abdominal hematoma, which required additional surgery in 3 months. As reported, the patient had developed an auto-immune issue and is disabled. Contact reports that the hematomas and the current autoimmune issues are believed to be stemming from the mesh. As reported the doctors are planning to have the mesh removed. Addendum per medical records: (B)(6) 2020 - patient was diagnosed with incisional hernia and underwent primary robotic extended totally extraperitoneal (etep) incisional hernia repair with implant of bard flat mesh (device #1). Later, patient had post op complication of hematoma requiring blood and platelet transfusion. (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #2) and discharged on (B)(6) 2020. The following day patient was hospitalized due to dehiscence of the anterior rectus fascia from previous incisional hernia repair. (B)(6) 2020 - during post op visit patient was diagnosed with rectus sheath hematoma, pain, increased abdominal distention and bleeding from her midline abdominal incision. About 2 days later, wound vac was removed from the overlying staples. (B)(6) 2020 - patient had increasing pain in the midline following a visit for recurrent hematoma evacuation and ¿feels the mesh under the skin¿. (B)(6) 2023 - patient had abdominal pain, warmth with fever, rash and swelling in the hands for manifestation of autoimmune reaction. Patient had been scheduled for mesh removal procedure on 23-aug-2023. Addendum per additional information provided: (B)(6) 2023 - patient was diagnosed with seroma capsule formed between the mesh in the retrorectus thereby underwent mesh removal surgery (device #2). Per operative notes, ¿thick fibrous capsule was encountered with clear serous fluid surrounding the mesh. The mesh appeared to be poorly incorporated with retrorectus above it, however well adherent to the posterior rectus sheath beneath it. The caudal edge of the mesh was grasped, elevated and approximately 99.8% of the mesh removed (device #2). The incision was extended, and the mesh (device #1) was encountered, and inspection of this mesh was significantly different demonstrating good corporation between all layers.¿ (note: as reported, it was planned to remove bard flat mesh (device #1) on (B)(6) 2023).

Manufacturer narrative:
Based on the information provided, no conclusions can be made. This is a patient with a complicated medical/surgical history. Contact alleges the hematomas and autoimmune issues are ¿stemming from the mesh,¿ the information provided cannot confirm this allegation. Hematoma formation is a known inherent risk of surgery. The adverse reaction section of the instructions-for-use, supplied with the device identifies hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 207 units released for distribution in june 2019. Addendum 1: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Addendum 2: note the patient submitted maude report mw5116881 to FDA, a copy is attached. Addendum 3: this supplemental MDR is submitted to document the additional information provided which reported the flat mesh (device #2) had been explanted. The flat mesh (device #1) was encountered during the procedure, however, was left in place at this time. There is no change to the initial determination, no conclusions can be made. This supplemental MDR represents flat mesh (device #1). An additional supplemental MDR was submitted to represent the flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, the patient was implanted with flat mesh (device #1) to repair an abdominal hernia on (B)(6) 2020. As reported, a few hours after the surgery the patient developed a massive abdominal hernia and hematoma which required a second surgery and was admitted in ICU for 3 days. It was reported that numerous diagnostic tests were performed since then. As reported, about 3 months later, the patient was implanted with flat mesh (device #2) on (B)(6) 2020 to repair a secondary "hole" in the abdomen "caused by the first round of mesh." As reported, the patient developed another "massive" abdominal hematoma, which required additional surgery in 3 months. As reported, the patient had developed an auto-immune issue and is disabled. Contact reports that the hematomas and the current autoimmune issues are believed to be stemming from the mesh. As reported the doctors are planning to have the mesh removed. Addendum per medical records: (B)(6) 2020 - patient was diagnosed with incisional hernia and underwent primary robotic extended totally extraperitoneal (etep) incisional hernia repair with implant of bard flat mesh (device #1). Later, patient had post op complication of hematoma requiring blood and platelet transfusion. (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #2) and discharged on (B)(6) 2020. The following day patient was hospitalized due to dehiscence of the anterior rectus fascia from previous incisional hernia repair. (B)(6) 2020 - during post op visit patient was diagnosed with rectus sheath hematoma, pain, increased abdominal distention and bleeding from her midline abdominal incision. About 2 days later, wound vac was removed from the overlying staples. (B)(6) 2020 - patient had increasing pain in the midline following a visit for recurrent hematoma evacuation and ¿feels the mesh under the skin¿. (B)(6) 2023 - patient had abdominal pain, warmth with fever, rash and swelling in the hands for manifestation of autoimmune reaction. Patient had been scheduled for mesh removal procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. This is a patient with a complicated medical/surgical history. Contact alleges the hematomas and autoimmune issues are ¿stemming from the mesh,¿ the information provided cannot confirm this allegation. Hematoma formation is a known inherent risk of surgery. The adverse reaction section of the instructions-for-use, supplied with the device identifies hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 207 units released for distribution in june 2019. Addendum: h11: this is an addendum to the initial MDR submitted. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Note the patient submitted maude report mw5116880 to FDA, a copy is attached. Updated fields: a4, b3, b4, b5, b6, b7, e4, g2, g3, g6, h2, h6, h10, h11 corrected field: b3 (date of event), d6.a (date of implant) this supplemental MDR represents flat mesh (device #1). An additional supplemental MDR was submitted to represent the flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.